Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-11910sr, mini grasper, straight tip, 15° up curved, was received for investigation. Visual inspection noted that the grasper tip was damaged/misaligned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2016.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06675726 that an ar-11910sr grasper, mini straight tip was broken and no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.